Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported intermittent upstream occlusion alarm caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had an intermittent upstream occlusion alarm. It was also reported that there was no patient injury.